Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing and possible non capture. The lead remains in use. No patient complications have been reported as a result of this event. It was further reported that the implantable pulse generator (ipg) experienced an inappropriate mode switch during true atrial arrhythmias. The device remains in use. No patient complications have been reported as a result of this event.